Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) conducted an onsite follow-up with the customer to address the reported event. At the time of service, fse checked the right side of the column and found it to be high. Fse removed the peek tubing above the filter t-handle and the pressure remained high. Fse then removed the t-handle and the filter pressure dropped to zero. They replaced the filter and the pressures returned to normal. The customer was able to run quality control (qc) and 35 blood samples with normal pressures. The instrument was verified to be working as expected. There was no further action required by fse. The most probable cause of the reported event was clogged eluent filter.

Event description:
On (B)(6) 2017, a customer reported high pressures alarms with their g8 analyzer. The customer replaced the filter but the high alarms persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.